Event description:
During a surgical procedure, the tip of the sheath fell off inside the patient. The tip was retrieved with no reported patient injury.

Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further info becomes available, a gyrus acmi will continue the investigation and update the agency accordingly.